Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
The patient reported experiencing a ¿thumping¿ and having to be hospitalized a year ago due to passing out. The patient was seen in the clinic and had some adjustments made but since then has had spells of chest pain with the pain going down into the bones and down the arms. The ¿thumping¿ has been occurring for several years and is now getting worse. Follow up conducted with the patient¿s clinic indicated that the patient was seen. There was a note in the patient¿s chart that stated that the patient experiences palpitations that may be diaphragmatic stimulation from the lead wires. There was no reprogramming done at that time and there was no information available regarding the patient¿s previous episode of passing out and subsequent hospitalization. The leads remain in use. No further patient complications have been reported as a result of this event.